Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens in to the patient's right eye (od) on 2015. The reporter indicated that the vault of the lens was excessive, resulting in the explant of the lens on (B)(6) 2015 and exchange for a lens with a smaller vault. The issue was resolved with the implantation of the new lens.